Event description:
The pt is in the hosp with increased back pain. The pt "has been falling recently". Residual reservoir volume was 2.9 ml; expected volume was 3.0 ml. Reported programming was verified to be correct.